Event description:
The customer contacted beckman coulter, inc (bci) to report that their unicel dxc 800 synchron clinical system gave erroneously low chloride (cl) results. The erroneous results were reported out of the laboratory. It is unk if there were any changes to pt treatment associated with this event, but there have been no reports of death or serious injury. The customer stated that the lab has had to run quality controls (qcs) every three hours due to the ion selective electrode (ise) results drifting. This has been an on-going issue for several months. On the day of the event, between qc runs, the cl results drifted low. After the ise was calibrated and the qc recovered within the lab's established ranges, the samples with the low results were repeated and the repeat results were higher. Approx 21 amended reports were issued. This is report 3 of 21 medwatch reports filed for this event for pt 3 of 21 pts.

Manufacturer narrative:
A bci technical specialist decontaminated the ise system, replaced a cracked valve, replaced the carbon bridge and rebuilt the ratio pump. The ise was performing within specs after the repairs. However, a clear root cause was not identified. The customer will monitor ise results and contact service if there is another occurrence of results drifting. This reportable event was identified during a retrospective review of complaints conducted between jan 1, 2008 and october 23, 2010 for add'l reportable events. This MDR represents event 3 of 21 reported by this customer.